Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained ventricular tachycardia and non-sustained oversensing due to noise on the ventricular channel were observed. The physician elected to take no action since the patient did not receive any inappropriate shock. Lead damage was suspected. Lead replacement was suggested.